Event description:
The consumer alleges the leg snapped off the rollator. No injury is alleged.

Manufacturer narrative:
The consumer alleges the leg snapped, causing him to fall. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. No injury is reported. Malfunction is not confirmed. Manufacturer is attempting to obtain product for inspection. MDR filed based on alleged unconfirmed malfunction.